Event description:
It was reported that the patient underwent episiotomy repair on an unknown date and suture was used. Following the procedure, the patient experienced wound dehiscence. Additional information has been requested.

Manufacturer narrative:
When the patient returned post operatively, the patient had some pain and upon inspection, there were signs of the suture unravelling. To manage the dehiscence, the patient may have underwent another procedure and a different suture was used. (B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.